Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that approximately three months ago, the customer noted that the time on the pump is inaccurate. Reportedly, every two weeks, the time on the pump has to be updated by a few minutes to match the correct time. There was no impact to the customer's blood glucose level. Although requested, additional information regarding this event was not provided.